Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her dad took 200 units to treat a high blood glucose level of 318 mg/dl and they needed help with programming a bolus. Caller stated that the customer was hospitalized last week due to high blood glucose on (B)(6) 2016. Customer's blood glucose was 422 mg/dl at the time of the incident. Customer had a urinary tract infection, extreme nausea, heart concerns, high blood glucose, and was vomiting. Customer was hospitalized due to high blood glucose and atrial fibrillation. Customer's blood glucose was stabilized and customer is on medication. Customer was wearing the pump at the time of the hospitalization. Customer's current blood glucose is 318 mg/dl. Customer had nausea and was vomiting due to his high blood glucose. Caller stated that the customer takes shots if the pump is inoperative. Customer has contacted his health care provider regarding his high blood glucose readings.